Manufacturer narrative:
This report is submitted on may 23, 2017. Implanted device remains.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. . Explantation of the device and reimplantation is planned; however, it is unknown if this has occurred as of the date of this report.

Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.